Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys brahms pct (procalcitonin) result for one patient sample. The initial result was 46.77 ng/ml. The repeat results were 67.37 ng/ml and 64.68 ng/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative changed the mixer paddle, waste tubing and made adjustments. Analyzer performance testing was completed. The analyzer was currently working and all qc results were in range.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. No reagent issue was evident.